Event description:
Small piece of plastic broke off the arthrex trocar, ref ar-6530 twist in cannula 8.25mm ID x 7 cm, as it was being used during left shoulder arthroscopic subacromial decompression. Noted by surgeon on video screen, wound irrigated and suctioned, piece not seen after wound irrigated.